Manufacturer narrative:
Device disposition is unknown. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The surgeon reported that the patient had undergone a t2 recon nail procedure on (B)(6) 2017 and after the procedure it was noticed that the t2 5mm locking screw had backed out.

Event description:
The surgeon reported that the patient had undergone a t2 recon nail procedure on (B)(6) 2017 and after the procedure it was noticed that the t2 5mm locking screw had backed out.

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø5x50 mm was alleged of issue k-230 (implant migration) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history and risk management file, some of the possible reasons for screw migration are (but not limited to) inadequate intraoperative procedure, patient related factor, handling failure (inadequate reposition, wrong nail geometry chosen, incorrect implant position, mis-locking) etc. Screw back out can also be contributed by the patient¿s condition. Inadequate bone quality can even lead to insufficient / unsafe screw placement. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. With available information, a deficiency of the reported product could not be verified. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.